Event description:
It was reported a patient presented for a follow up in clinic. Their implantable cardioverter-defibrillator had an error message stating erroneous parameters detected. The programmer was restarted and normal interrogation was restored. There were no patient consequences.